Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included diabetes, hypertension, anxiety and depression. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received : reporter added, patient demographic updated, essure removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, abdominal pain lower, device monitoring procedure not performed. Events onset date , events severity, concomitant drug, historical drug and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.